Event description:
The customer reported via phone call that they had low blood glucose levels of 40 mg/dl. The customer treated the low blood glucose with sweets and sugar. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 104 mg/dl when their actual blood glucose level was 40 mg/dl. The customer stated that the drive support cap of the insulin pump appeared normal. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.